Manufacturer narrative:
Complaint received through a medwatch report from the FDA. The medwatch report had very little information and the user facility wished to remain anonymous so no additional information could be requested. No device was returned so the complaint could not be confirmed. No additional information is available. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested. The device was the same catalog number but from a different lot number. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter balloon did not burst until 9 atm, which is more than double the labeled rated burst pressure of 4 atm. No additional investigation can be performed due to the lack of information. No root cause established as the complaint could not be confirmed. Duplication of the issue required the balloon to be taken to double the labeled rated burst pressure.

Event description:
As received from the FDA on a medwatch report - z-med balloon ruptured upon inflation during pulmonic valvuloplasty.